Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary the returned uss-ii sleeve was forwarded to the manufacturing side and pdc for evaluation. The statement below are a summary of their investigation. Mfg evaluation summary: the returned item is broken post-production in two portions. No evidence of visual nonconformance manufacturing related. The returned item has been manufactured and then released in december 2018 according drawing valid from 08-may-2015. The involved lot has been manufactured starting from the raw material art 60010225/ lot 1 l29279 (tan material). No nonconformances or document change have been identified which may be related to the complaint condition. The returned part was reinspected for all the features relevant to the complaint condition. The measurable features have been found conforming to manufacturing specifications. As per selected investigation flow, the investigations performed didn't identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Pdc evaluation summary: the complaints can be confirmed since the sleeve is broken into 2 pieces. The reason for the breakage cannot be identified within this investigation. It might be a disadvantageous combination of high load on the implant, bending condition of the rod and / or other factors. The investigation regarding dimensions performed by the manufacturing site could not detect any non-conformities or other irregularities that could potentially have an influence on the mechanical strength of the device. The risk document adequately addresses the complaint and therefore, no further actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part number: 499.302, lot number: 2l67683, manufacturing site: mezzovico, release to warehouse date: 12. Dec. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional codes: kwp, max. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2019 due to a broken titanium collar, patient pain, and subsequently a loosened construct. The patient was treated with uss ii mono as part of a fracture treatment on (B)(6) 2019. Approximately, two (2) days postoperative one uss mono collar broke and construct became loose. The patient was revised to a new collar and the construct tightened. Concomitant device reported: unk - lamina/ pedicle/ process hooks: uss (part # unknown, lot # unknown, quantity # unknown), unk - locking/ set screws: uss (part # unknown, lot # unknown, quantity # unknown), unk - mono/poly scr collars/heads: uss (part # unknown, lot # unknown, quantity # unknown), unk - mono/polyaxial screws: uss (part # unknown, lot # unknown, quantity# unknown), unk - rods: uss (part # unknown, lot # unknown, quantity # unknown), unk connectors uss (part# unknown, lot# unknown, quantity # unknown), unk sleeve uss (part # unknown, lot # unknown, quantity # unknown). This is report 1 of 1 for (B)(4).